Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. It was reported that the puncture site was below the bifurcation, which represents a warning in the duett pro instructions for use manual. Following the deployment, the patient experienced a large hematoma. Treatment consisted of compression and surgical intervention and was successful. No further complications were reported.